Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: d4 (exp date and UDI), d10, h4, h6 (medical device problem code). D.4. (Serial) should be left blank. Kindly revert this field. No decon or visual inspection performed since product was not returned and could not be evaluated. A call was received via the esp line regarding arterial waveform concerns. Initial readings showed discrepancies between the waveform scale and numerical values. Selia, the nurse calling had to replace the transducer tubing due to incompatible plug styles used at her hospital. After replacing the tubing and flushing the inner lumen, readings changed but still differed from the bedside monitor. A chest x-ray showed the iab (intra-aortic balloon) tip slightly below the recommended position (2nd¿3rd intercostal space). Selia handed off the issue to the day shift nurse, albert, who was unaware of the full context. A follow-up x-ray confirmed the iab tip was below the 3rd intercostal space. The pa (physician assistant) reviewed and approved the current position and tracings. Based on the description, inconsistent equipment and communication gaps led to delayed troubleshooting and waveform discrepancies. There was a mixed-use of transducer plug styles at the hospital caused delays in setup and troubleshooting and lack of standardized handoff communication between night and day shift nurses resulted in incomplete context for follow-up. Suboptimal iab positioning may have contributed to waveform irregularities. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).

Event description:
It was reported by the nurse that, the arterial waveform did not appear normal during use of sensation plus 40cc balloon catheter, later the catheter was re-positioned correctly there was no patient harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: g2.

Event description:
N/a.